Event description:
The vitrectomy cutter was not cutting yet the aspiration continued. No medical intervention was required.

Manufacturer narrative:
One opened pack was received. The tip protector was not returned. The needle was bent. The port window was in the open position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle was binding up and blocking the port window preventing cutting and aspiration. It should be noted that a bent needle could contribute to poor cutting performance. The cause of the bent needle cannot be determined. Sterilization and lot history records were reviewed and no exceptions were found.